Event description:
It was reported by customer account that the load cells were replaced. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Product evaluated by account. Result - load cells. Conclusion - load cells replaced by account.